Event description:
It was reported that the pt experiences overly loud sounds. External equipment was exchanged, however, this did not resolve the issue. Testing of the device revealed it was functioning within normal limits. Revision surgery has been scheduled.